Manufacturer narrative:
Patient information is unknown. Date of event is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. A device history record review was requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it reported that a patient had an injury (B)(6) 2017 and was treated with expert tibia nail at (B)(6) hospital. The patient was then transferred to (B)(6) hospital for soft tissue muscle flap to cover defect on tibia. The tibia rotation was corrected (B)(6) 2017, by removing the locking screws and rotating the tibia around the nail to correct the foot alignment and rotation. New locking screws were inserted in the new position. An exchange nail was performed today on (B)(6) 2017 as union is delayed with only a small amount of union visible on CT scan on lateral side of nail. Etn 11 x 375 was removed and reamed up to 14mm and etn 13 x 375 inserted. This is report 3 of 4 for (B)(4).

Manufacturer narrative:
A device history record review was performed for the subject device: part number: 04.005.536. Synthes lot number: l096216. Release to warehouse date: 11.aug.2016, manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.